Event description:
The procedure was to treat a basilar tip aneurysm. The physician tried a jailing technique. He tried to use an enterprise enf453712 with a prowler plus 45 6062510fx microcatheter (mc). There was resistance, but it went through the microcatheter (mc). Soon after, he felt a strong resistance, and the stent got stuck in the mc. Therefore, he pulled back the system, and tried to use an enf452812 with a prowler plus j 6062510jx. However, the same situation happened. The physician is a trained professional, and he is aware that the prowler select plus is recommended for enterprise delivery catheter. There were no reported patient complications.

Manufacturer narrative:
Prior and after removal from the package, the products were not damaged. All the products were prep per IFU, except the mcs weren't prowler select plus. During insertion, the touhy or y connector was closed to secure the introducer and prevent movement. During insertion, the enterprise introducers were seated correctly in the microcatheter hub. The introducers were not damaged by the y connector. The microcatheters or distal tips of the enterprise systems were not re-shaped. A constant flush was maintained at all times through all the systems. Additional torque was not applied to the microcatheter or enterprise delivery system in order to advance the devices. The microcatheters were placed at an angle of about 30 degrees. The resistance was noticed at the distal tip, but no damages were noticed in the area. The enterprise delivery systems did not make it out of the microcatheters. The procedure was completed by utilizing another enf and prowler select plus. After removal, since the devices could not be pulled back and were stuck, damages could not be verified. Prior to shipping, no other damages were noted on the enterprise delivery system (tip unraveled/stretched or stent damage), or microcatheter (if being returned). No further information was available. Additional information will be submitted within 30 days of receipt. This is one of four products involved with this adverse event.